Manufacturer narrative:
Visual: visual inspection was performed and confirmed tulip disengagement. No deformation is observed on the tulip head. Screw shank head is deformed, most likely from the screw shank removal process. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Per surgical technique guide (stg): tip: if the tip of a biased angle screw hits the bone before the screw is fully inserted, and the screw is unable to be driven in further, unthread the screwdriver sleeve from the tulip head while leaving the hex socket engaged with the screw to allow the screw head to spin freely and the bone screw to be driven in further. To minimize the potential for rigid locking and limiting the range of angulation, do not seat the screw head too tightly to the bone. Should the screw head become locked to the bone screw, use the screw head adjuster to break the lock. If needed, the screw may be backed out about half a turn to allow for the head to move freely. If it becomes necessary to remove a screw, begin by unthreading the bone screw with the hex portion of the polyaxial screwdriver, and then reattach the outer sleeve to complete the removal. For additional height adjustments to the screw, the poly adjustment driver can be used in place of the polyaxial screwdriver. This instrument has the same internal hex as the polyaxial screwdriver, but has no sleeve to impede vision. Initial report states that the screw tulip disengaged when the screw was pulled back. Upon follow up, it was found that the screw was inserter too deep and that excessive force may have been applied while trying to pull screw back. There was no damage to surrounding bone or tissue. The most likely cause of the reported event was determined to be deviation from the surgical technique. Stg states that screw removal shall be performed by "unthreading the bone screw with the hex portion of the polyaxial screwdriver, and then reattach the outer sleeve to complete the removal". It was reported that excessive force may have been applied while trying to pull the screw back, after it was inserted too far.

Event description:
It was reported that after inserting the oasys polyaxial screw the head and screw separated when the surgeon tried to pull the screw back slightly intra-operatively. No adverse consequences, surgical delay or medical intervention were reported.  The procedure was completed successfully.

Event description:
It was reported that after inserting the oasys polyaxial screw the head and screw separated when the surgeon tried to pull the screw back slightly intra-operatively. No adverse consequences, surgical delay or medical intervention were reported.  The procedure was completed successfully.